Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further evaluation.

Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 4.5 then 2.0 after immediate finger-stick repeat vs reference lab inr 3.7, taken 5 minutes later. Reference range: 2.5-3.5. Coumadin was held overnight.